Event description:
Pump declared altitude alarm 21, which did not require replacement of the cartridge to resolve the issue. Blood glucose level at the time was reported as 209 mg/dl, which is within the normal range. Customer was able to resume insulin with original cartridge and received tips from cts for preventing future altitude alarms.